Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a solent omni catheter system. The pump, shaft, and tip were microscopically examined. There were numerous kinks throughout the device. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was successfully primed for a thrombectomy procedure in the left leg vein. Aspiration was initiated inside the patient's body. After about 60 seconds, the device stopped working and an error message to "please reset the console" displayed. After the device was reset, it immediately stopped again. The physician reloaded the device and confirmed the connection was ok. However, the catheter could not prime and blood flew back into the waste bag. It was noted that the pump remained with saline. Another of the same device was used to complete the procedure. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was successfully primed for a thrombectomy procedure in the left leg vein. Aspiration was initiated inside the patient's body. After about 60 seconds, the device stopped working and an error message to "please reset the console" displayed. After the device was reset, it immediately stopped again. The physician reloaded the device and confirmed the connection was ok. However, the catheter could not prime and blood flew back into the waste bag. It was noted that the pump remained with saline. Another of the same device was used to complete the procedure. There were no patient complications and the patient status was stable.